Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15987445, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17590230, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc43180, model: m365sc2218500, serial: (B)(6), batch: 17590230, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the subcutaneous adipose tissues of the left upper buttock. There is a small fluid collection adjacent to and deep to the spinal cord stimulating battery pack. Recent CT hip and pelvis reveal possible connection of fluid through the generator site. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics.